Manufacturer narrative:
(B)(4). Method: the actual console was evaluated at the customer's location by a quest medical field service engineer (fse). The service records for the console were reviewed. Results: there was no information in the service records for that console related to any similar complaint condition as for this event. The fse reviewed log data and confirmed the presence of the error code, but the error could not physically be duplicated. Additional verification was performed on the console and the unit performed a per specifications. Conclusion: most likely there was an occlusion between the arrest pouch and the heat exchanger, which caused the alarm and was related to the difficulty in delivering arrest agent. Log data indicated the alleged occlusion was resolved after the outer door was opened.

Event description:
It was reported by the hospital perfusionist that during a procedure, an issue occurred with the console. The case perfusionist had trouble maintaining arrest status during "difficult" case. It was not reported if the pt was on bypass when the alleged issue occurred. The hospital reported it was unk if the difficulty was due to the pt's medical condition or a possible issue with the console. The procedure was successfully completed and there were no pt complications reported as a result of the alleged issue. The console was not returned to the manufacturer for analysis. A field service engineer evaluated the console at the user facility site.